Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a burr got stuck in the lesion. A 1.75 mm rotalink¿ burr was selected for use in a rotational atherectomy treatment procedure, located in the mid right coronary artery. During the procedure, the burr got stuck in the lesion. The physician tried to pass a second interventional wire along with a balloon catheter to dislodge the burr but was unsuccessful. The physician ultimately pulled on the burr hard and was able to remove the burr from the lesion. No further rotablation was required to complete the procedure. No patient complications were reported and the patient's status was fine.